Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune symptoms. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5090893 that a female patient underwent a breast augmentation with unspecified mentor gel breast implants on (B)(6) 2013. The patient reported that she noticed a serious rash behind her neck six months later. During each subsequent year, the patient reported that she amassed new symptoms such as hair loss, rash of hands, brain fog, confusion, severe fatigue, stress, vertigo, tinnitus, fibromyalgia, bladder infections, severe gut issues, and acute anxiety. The patient reported that her symptoms made it nearly impossible to function. However, she reported that there were no abnormal findings in her blood work. As a result, the patient underwent bilateral explantation on (B)(6) 2019. The patient reported that her health has tremendously improved since explantation: her fibromyalgia symptoms disappeared, her energy increased, her gut issues decreased, her thinking is clearer, and her anxiety has lessened. The root cause of the patient's symptoms is unclear. No device issue such as rupture was reported. This report is for the 1st of 2 patient devices.